Event description:
The customer reported that the insulin pump alarmed motor error during a bolus. Troubleshooting was performed. The customer stated that he was wearing the device during an MRI procedure. During the call the customer stated that he was hospitalized due to non diabetes related. The blood glucose reading at time of his admission was 239 mg/dl. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.